Event description:
Report received indicated that during a percutaneous transluminal coronary angiography to the right coronary artery (rca), the catheters's body/shaft separated. There were no anomalies noted out of the package, during catheter inspection or during preparation. Access was made through the right femoral artery. The abdominal aorta was very tortuous and calcified. It was very difficult to advance the catheter through the abdominal aorta "due to its tortuosity". During advancement of the catheter, when the catheter reached the abdominal aorta, "the catheter was over torqued" and thereafter the shaft separated near the section of the hub (outside the patient). Subsequently the entire catheter was retrieved without difficulty. Another catheter was used for the diagnostic procedure. There were no adverse effects to the patient. The lot is unknown and box was discarded.

Manufacturer narrative:
This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.